Event description:
The user facility reported that an employee was trying to position the surgical light before a patient procedure and the lighthead came loose at the boom elbow and fell to the floor. The employee that was positioning the lighthead reported that she strained her back. No medical treatment was sought or administered and the employee missed no time from work. No procedural delays/cancellations were reported.

Manufacturer narrative:
The steris service technician inspected the spring arm of the light and noted that it appeared that the snap ring wasn't snapped into place. The lighthead was found to be operating properly. The technician replaced the spring arm and returned the unit to service. The spring arm was returned to steris quality for evaluation. No anomalies were observed in the snap ring, grove on the spindle neck or in the orientation of where the snap ring was located when it was returned locked in the groove of the spindle. During evaluation the arm was mounted with a vled lighthead. The lighthead was rotated and bounced to its highest point in the up position which is the only location that could have allowed pressure to come off of the spindle and allow it to drop down if the snap ring was not in place. These tests were performed several times without issues. Additional testing was performed by adding additional weight; no issues were noted.